Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and an adhesion barrier was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent implantation of an adhesion barrier in order to treat chronic pelvic pain. It was reported that the patient had a concurrent procedure of a diagnostic lap and lysis of bowel adhesions performed during the implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat chronic pelvic pain. It was reported that the patient had a concurrent procedure of a diag. Lap and lysis of bowel adhesions performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. (B)(4).